Event description:
A ventilator was returned to the MFR for service. The device was not in pt use.

Manufacturer narrative:
During the investigation of a component that was replaced during service, the MFR's engineering department identified a failure of the device's nurse call connector. The device's interface board was replaced during service to address the issue.